Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Concomitant medical product: smiths medical jelco, smart site needle free valve, power injector; td unk.

Event description:
The customer reported that the pressure rated extension set" jloop" leaked contrast during patient use. There was no report of patient harm. The event occurred in the radiology department. It was reported that the set was in use for few hrs. Although requested there are no further event details.

Event description:
The customer reported that the pressure rated extension set" jloop" leaked contrast during patient use. There was no report of patient harm. The event occurred in the radiology department. It was reported that the set was in use for few hrs. Although requested there are no further event details.